Manufacturer narrative:
The insulin pump passed displacement test, prime test and excessive no delivery test. No excessive no delivery alarm. The insulin pump was received with scratched lcd window. The insulin pump was received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 410 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the no delivery alarm was resolved by a complete set change. The insulin pump will be returned for analysis.